Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:32:55. During night drain cycle two, the patient's ultrafiltration reading was 1151ml, indicating the home patient (hp) drained 1151ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was could not be determined. Should additional relevant information become available, a supplemental report will be submitted.